Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. There was a deep cut on the rubber of the probe, the glue on the bending section cover was chipped, the painting on the air/water nut was peeling off, the up/down knob was scratched, the inner shield was corroded, there was play on the angulation system, the scope connector cover was damaged and there was a defect in the ultrasonic braid. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the image on the ultrasonic gastrovideoscope does not display properly. The event occurred ¿months ago.¿ during the procedures, the image was ¿shadowy, stripe-like.¿ during the inspection of the returned device, there was a deep cut on the rubber of the probe. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the deep cut on the rubber of the probe likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.